Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the peritonitis was manifested by cloudy fluid for two days, abdominal pain, vomiting and diarrhea for five days. The patient was treated with cefazolin, gentamicin and ceftazidime (doses, frequencies and route not reported) for the event. At the time of this report it was unknown if the patient had recovered from the event. Action taken with the pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.